Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caregiver states she was transferring the patient from the bed to the chair and the wheel off and the patient fell to the floor.